Event description:
An optometrist reported that a pt experienced a foreign body sensation, three months following lasik surgery due to corneal abrasions. In a follow up, the optometrist reported that the abrasion was treated with a bandage contact lens, and in office topical antibiotic medications. The pt returned three days alter and the event was resolved. No further info is expected.

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).